Manufacturer narrative:
Calibration and controls were acceptable. Based on this data, the assay works within specifications. Based on analyzer data, the gear pump head and syringe seal have reached their life time limit. System data also indicated that system reagent cup emptying maintenance and a mixer check were significantly overdue. The results of five of the patient samples were very close to the cutoff both in 2024 and in 2025. Based on analysis, there was no overall trend of an increase of results in the range of 0.9-1.1 coi observed over four previously released lots. The root cause for the issue observed with the third sample could not be determined. For diagnostic purposes, the results should always be assessed in conjunction with the patients' medical history, clinical examination and other findings. The labeled specificity of the elecsys anti-hav 2 assay is <100%. Single false reactive results can occur.

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received questionable non-reactive results for six patient samples tested with elecsys anti-hav ii on a cobas e 801 analytical unit. Previous samples from these patients had reactive results. The first patient sample resulted in anti-hav values of 1.02 iu/l (non-reactive), 1.02 iu/l (non-reactive), and 1.02 iu/l (non-reactive). The second patient sample resulted in anti-hav values of 1.04 iu/l (non-reactive), 1.04 iu/l (non-reactive), and 1.04 iu/l (non-reactive). The third patient sample resulted in anti-hav values of 1.20 iu/l (non-reactive), 1.19 iu/l (non-reactive), and 1.20 iu/l (non-reactive) on (B)(6) 2025. The fourth patient sample resulted in anti-hav values of 1.07 iu/l (non-reactive), 1.04 iu/l (non-reactive), and 1.04 (non-reactive) on (B)(6) 2025. The fifth patient sample resulted in anti-hav values of 1.10 iu/l (non-reactive) and 1.10 iu/l (non-reactive) on (B)(6) 2025. The sixth patient sample resulted in anti-hav values of 1.06 iu/l (non-reactive) and 1.07 iu/l (non-reactive) on (B)(6) 2026.